Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat left sfa. Approximately 14 months post index procedure patient suffered restenosis of the target lesion. Investigator assessed that the event is possibly related to the study device and procedure. Approximately 34 months post index procedure, non-medtronic pta and deb were used to treat the restenosis. The event is reported as resolved.